Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/5/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). I am beema shaji scrub nurse who attended the discussed surgery. Needle tip around 1-2 mm broken while suturing the skin. I am not sure if it's lost in the patient because during x-ray we couldn't find it. I am definitely sure the needle is complete when I handed over to surgeon and after first suturing the tip got broken and I assume that tip lost in patient. We followed the protocol and tried to find through x-ray but nothing came out. And surgeon decided to close the skin as it probably not harm the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the needle snapped off inside of a patient during a case. They weren¿t able to find the needle and the location is still unknown after patient x-ray. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/25/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was received: date of incident: (B)(6) 2023 to (B)(6) 2023 nature of incident: during the skin wound closure following an emergency laparoscopic cholecystectomy the tip of a suture needle broke. Suture was complete when removed from the packet but noted that a 1-2mm portion of the distal tip was missing during the closure. Suture, as described, was a 3-0 monocryl ((B)(6)). Full search of wound, drapes and theatre made. X-ray imaging undertaken on the table. Unable to find the needle tip. Tip not believed to be retained within the patient. Surgery completed as per plan. No change in plan of care or length of stay as a result of the incident described. Patient informed of incident. Wounds healing as expected; no related concerns. Initial reporter (can be healthcare professional of facility, patient, lay user) contact¿s first name: (B)(6) contact¿s last name: (B)(6) email: (B)(6) phone: (B)(6) product complaint # (B)(4) date sent to the FDA: 1/25/2024 corrected information: b3 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.